Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the patient's death. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported to insulet on (B)(6) 2026, that the patient had passed away. The exact date of death was not reported. It was reported that the patient was experiencing high blood glucose levels, although exact levels were not reported. An ambulance was called, but details regarding treatment or medical intervention prior to death were not reported. The cause of death was not known at the time this event was reported. Additional information is being solicited, a supplemental report will be submitted if received.